Manufacturer narrative:
This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. The reported product is not expected to be returned as the customer declined to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. This is 3 of 3 MDR submission as mw5180276 is associated with medwatch# mw5180274, and mw5180275. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch user report that reported the following information: a readings issue with the adc device was reported. The customer received unspecified too high or too low sensor scan results. It is unknown whether the customer noted a trend arrow on the device. The customer was transported to the hospital where a healthcare professional (hcp) obtained an unspecified reading on a hcp meter and indicated it did not match the adc device. The customer checked the adc recall and confirmed their adc device was not impacted. There was no report of any emergent third-party treatment/medication provided. The customer was contacted successfully, and there was no additional information obtained. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. A valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. The available tracking and trending reports were conducted for the reported complaint and freestyle libre sensors, no trends were identified that would indicate any product related issues. The reported product is not expected to be returned as the customer declined to return the device. Therefore, no further investigation is planned. In the event that product is received, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch user report that reported the following information: a readings issue with the adc device was reported. The customer received unspecified too high or too low sensor scan results. It is unknown whether the customer noted a trend arrow on the device. The customer was transported to the hospital where a healthcare professional (hcp) obtained an unspecified reading on a hcp meter and indicated it did not match the adc device. The customer checked the adc recall and confirmed their adc device was not impacted. There was no report of any emergent third-party treatment/medication provided. The customer was contacted successfully, and there was no additional information obtained. There was no report of death or permanent impairment associated with this event.